Event description:
Additional information was received indicating an increase in pacing threshold measurements were also observed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited pacing impedance measurements greater than 2,000 ohms. The lead was tested in true bipolar while doing pocket manipulation which yielded measurements around 930 ohms. While doing isometrics noise was observed and the impedance measurements again increased to greater than 2,000 ohms. The lead was reconfigured to tip to can and tip to rv coil with impedance measurements ranging from 350 to 400 ohms with good threshold measurements. No adverse patient effects were reported.